Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted due to the associated subcutaneous implantable cardioverter defibrillator (s-ICD) delivering shocks as inappropriate therapy due to t-wave oversensing, so it was decided to explant it. A new device was implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.

Manufacturer narrative:
Corrected fields: device codes field (h6) in section h, device manufacturers only. Patient codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this electrode was explanted due to the associated subcutaneous implantable cardioverter defibrillator (s-ICD) delivering shocks as inappropriate therapy due to t-wave oversensing, so it was decided to explant it. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was explanted due to the associated subcutaneous implantable cardioverter defibrillator (s-ICD) delivering shocks as inappropriate therapy due to t-wave oversensing, so it was decided to explant it. A new device was implanted. No additional adverse patient effects were reported.